Event description:
It was reported that this right atrial (ra) lead was explanted due to extraction or retraction issue. A new lead was implanted. This lead will not be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance issue. A new lead was implanted. No additional adverse patient effects were reported.